Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5075418) on (B)(6) 2018. This spontaneous case was reported by a consumer and describes the occurrence of adverse event ("adverse effects to essure that have gotten progressively worse") in a female patient who had essure inserted. Concomitant products included vitamins nos. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced adverse event (seriousness criteria medically significant and intervention required). The patient was treated with surgery. At the time of the report, the adverse event outcome was unknown. The reporter provided no causality assessment for adverse event with essure. The reporter commented: serious injury criteria. An intervention was mentioned but not specified and/or assigned to the event. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (food and drug administration, reference number: mw5075418) on 19-mar-2018. The most recent information was received on 12-sep-2018. Quality-safety evaluation of ptc: unable to confirm complaint this spontaneous case was reported by a consumer and describes the occurrence of adverse reaction ("adverse effects to essure that have gotten progressively worse") in a female patient who had essure inserted. Concomitant products included vitamins nos. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced adverse reaction (seriousness criteria medically significant and intervention required). The patient was treated with surgery. At the time of the report, the adverse reaction outcome was unknown. The reporter provided no causality assessment for adverse reaction with essure. The reporter commented: serious injury criteria. An intervention was mentioned but not specified and/or assigned to the event. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.